Event description:
Caller states the device produced of 700 mg/dl on the advantage meter. No action taken based on result. No adverse event reported. Requested return of suspect device and replacement was sent. Numeric reading range of device is 10mg/dl to 600mg/dl.